Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿before reprocessing the endoscope, be sure to check that the disinfectant solution has an effective concentration by using test strip. Also, be sure to replace the disinfectant solution before it loses its effectiveness. If you have not checked the disinfectant solution concentration before starting the reprocessing process, you can check the concentration of the disinfectant solution during the reprocessing process. If the disinfectant solution fails to meet the minimum recommended concentration, follow the instructions in ¿taking measures when restarting reprocessing process in the case of failure to check the efficacy of the disinfectant solution¿ on page 65. Stop the reprocessing process when the disinfectant solution fails to meet the minimum recommended concentration. Replace the disinfectant solution and perform reprocessing of endoscopes from the beginning. Otherwise, the reprocessing process may be insufficient.¿ based on the results of the investigation and the lack of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure is the result of the user not properly following the reprocessing instructions per the IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the endoscope reprocessor concentration check was not always performed and scopes/accessories reprocessed with disinfectant whose effectiveness cannot be guaranteed due to improper concentration measurement was used on patients. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Linked complaints: (B)(6).